Event description:
This follow-up report is being submitted to relay additional information. The patient reports she is on many oral pain medications and anti-inflammatories, and has tried medical marijuana for pain relief. The patient reports that she has been advised by an oral surgeon not to have any more work performed on her jaw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Based on the information and materials available, there has not been any revision or plan for one reported. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, CT scans, or physician reports being provided. The dhrs for the screws were not reviewed due to the lot numbers being unknown. For all 2.7x10mm ht x-drive screw (part# 91-2710) in the previous year (from the notification date), there is a complaint rate of 1.90% for the screws causing pain, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product ¿ zimmer biomet 2.3x7mm fossa cross-drive screw, catalog #: 99-6587, lot #: ni; zimmer biomet tmj system left fossa component, small, catalog #: 24-6563, lot #: 826700; zimmer biomet tmj system cross drive fossa screw, 2.0 x 7mm, catalog #: 99-6577, lot #: ni; zimmer biomet tmj system left narrow mandibular component, 45 mm, catalog #: 01-6546, lot #: 694740. Occupation ¿ patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00346, 0001032347-2019-00347, 0001032347-2019-00348, 0001032347-2019-00349.

Event description:
It was reported that since the time the product was implanted in (B)(6) 2009, the patient has experienced pain and has had "everything from injections to stunning the trigeminal nerve to now having a pns device to try and get pain levels under control". No additional patient consequences were reported.